Event description:
Same case as MFR report #: 2134265-2011-04850, 2134265-2011-04851. (B)(6) clinical trial. It was reported that following a coronary artery stenting treatment procedure the patient experienced a myocardial infarction (mi). The index procedure treated two target lesions. Target lesion one was a 3.0x18mm, 75% stenosis of the proximal lcx (left circumflex). Treatment consisted of pre-dilation and placement of a 3.0x20mm taxus element stent resulting in 0% residual stenosis. Target lesion two was a 3.5x10mm, 75% stenosis of the mid lad (left anterior descending). Treatment consisted of direct stenting using overlapping 3.5x12mm and 3.0x8mm taxus element stents resulting in 0% residual stenosis. Post procedure, the patient experienced cardiac enzyme elevation consistent with mi. There were no ischemic symptoms and the patient was treated with medications and discharged three days post procedure on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).